Event description:
It was reported the patient had a slipped capital femoral epiphysis that required a left hip pinning on (B)(6) 2014. A chunk of the drill bit broke off while drilling over a guide pin. A piece of the bit was left in the patient. No other fragments reported and no mention of a surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Additional device manufacture date - may 29, 2007. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.